Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor setting had been incorrectly entered. Customer's blood glucose (bg) level was in the 175 mg/dl. Reportedly, customer corrected setting and successfully resumed insulin therapy.